Manufacturer narrative:
Section e1: reporter phone number as originally reported: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stumbled in their house and fell to the ground. After the fall, the display on the system controller was blank. The log files identified a sudden controller reset and pump stop. The pump restarted within a few seconds. The flow restored within 10 seconds. The system controller was exchanged in the hospital for a new one.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event due to a sudden controller reset. Although a specific cause for the controller reset could not be conclusively determined, provided information indicated that the patient stumbled in their house and fell to the ground, after which the display on the system controller was blank. Data from the reported event date of 10jan2026 was reviewed in the submitted controller event log file. The pump appeared to be operating as intended until a sudden pump reset occurred, resulting in a pump stop lasting approximately 6 seconds. This event was associated with power cable disconnect, low flow, no external power, and lvad off alarms. Shortly after the controller regained function, the pump appeared to ramp back up to the stored patient speed and resumed operation for the remainder of the file without issue. No other notable events or alarms were captured, and the pump appeared to function as intended at the stored patient speed outside the observed alarms. Provided information indicated that the system controller was exchanged in the hospital and there was no device related reason for the fall. Additionally, there was reportedly no adverse patient impact as a result of the fall. No treatment was reportedly required. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The hm3 lvas IFU, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there was no device related reason for the fall and there was no adverse patient impact as a result of the fall. No treatment was required.